Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system's illuminator needed to be replaced. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative stated that there was no light coming out and that the tabletop illuminator rfid did not detect the probe. The company service representative sent the customer with quotation to replace both the tabletop and auxiliary illuminator. However, the customer decided to replace only the auxiliary illuminator. The nonconforming auxiliary illuminator module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming auxiliary illuminator module. The manufacturer internal reference number is: (B)(4).